Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381012 and lot number 3082772. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global yel 24ga x .75in was leaking. The following information was provided by the initial reporter: cannula was leaking when flushed at the joint of the plastic catheter and yellow hub. It was connected to a extension set and being flushed with normal saline.